Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue with the implant taking forever to recharge had been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they had never been a ¿very good charge¿ meaning they had always had issues with recharging the implantable neurostimulator (ins). It was stated it took forever to recharge the ins to full. They could recharge to 50%, and then it took extremely long time to get to 75% and rarely can they get to 100%. The consumer stated they always had all ¿10¿ coupling boxes shaded and always maintained all coupling. No symptoms reported. The patient was implanted for parkinson¿s dual.